Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, dose and concentration not reported, via an implantable pump. The indication for use was non-malignant pain. The patient reported that their alarm was going off. Per the patient their healthcare provider was no longer filling the pump and the patient was hearing the critical alarm. The patient missed their scheduled refill. The patient requested physician listings. There were no patient symptoms and no further complications were reported.